Event description:
Patient had pectus bar and lactosorb pectus stabilizer implanted on (B)(6) 2009. The patient was experiencing pain and an x-ray was performed on (B)(6) 2009, where it was confirmed the pectus bar had shifted out of position. A revision surgery was performed on (B)(6) 2009 to reposition the bar, and discovered the lactosorb pectus stabilizer had broken. It was replaced with a metal stabilizer.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.